Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the clips on the mcm20 would not close. The case was finished with the same clip applier. There was no consequence to the pt. 08/13/1998-additional info was the procedure was a pancreatic tumor resection/cholecystectomy/bowel resection and omentectomy.